Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was repositioned and subsequently explanted from the patient's left eye due iris capture and unspecified mechanical failure. The surgeon noticed increased intraocular pressure (iop) and a split capsule. The patient was left aphacic. Subsequently, another anterior chamber iol was implanted and the patient reportedly noticed improvement immediately. Additional information has been requested, but has not been received.

Manufacturer narrative:
Visual inspection of the returned lens found one haptic broken and the other bent. Further testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.